Event description:
The customer reported a leak involving the coulter lh 750 hematology analyzer. The customer indicated that approximately 50 ml leaked and was not contained within the instrument. The instrument did not generate any error messages or flags at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and observed that the source of the leak was from the top fitting of the backwash manifold (mf4) at pinch valve 4 (vl4). The fse replaced the affected tubing and no further leaks were observed. Repair was verified per established procedures and result met published specifications.

Manufacturer narrative:
(B)(4).